Event description:
It was reported the patient experienced uncomfortable stimulation. Lead migration was confirmed via x-ray. As a result, surgical intervention occurred wherein the lead was explanted and replaced, addressing the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000102236. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.